Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer had low blood glucose levels (68 mg/dl). Pump passed delivery system check. Customer adjusted his settings to stabilize his blood glucose level.